Event description:
It was reported that cartridge alarm 20 occurred on pump, and caller mentioned cartridge alarms had happened with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if needed, while technical support arranged shipment of replacement pump with updated software, provided instructions for placing old pump in storage mode and returning it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.